Manufacturer narrative:
Corrected occupation: purchase department representative. Plant investigation: the device was not returned to date for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
The patient was connected to the hd machine when the dialyzer leak was observed. The leak occurred approximately 10 minutes into treatment. No defect/damage observed to the dialyzer or its packaging was noted. The blood leak was visually observed and was noted to be an internal blood leak. The leak originated in the lower blood chamber. The patient finished treatment on the same machine with a different dialyzer. Fresenius bloodlines were used during the incident. The sample was available to be returned for evaluation.

Event description:
The patient was connected to the hd machine when the dialyzer leak was observed. The leak occurred approximately 10 minutes into treatment. No defect/damage observed to the dialyzer or its packaging was noted. The blood leak was visually observed and was noted to be an internal blood leak. The leak originated in the lower blood chamber. The patient finished treatment on the same machine with a different dialyzer. Fresenius bloodlines were used during the incident. The sample was available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic reported that the machine alarmed of a blood leak a few minutes after treatment was initiated. Blood loss was observed through the filter wall and treatment was completed by using another dialyzer. There was no change to the patient health status as related to the reported event and the patient did not have any type of reaction as a result of the reported event. No medical intervention was required. A picture was provided for the investigation and additional information was requested.